Manufacturer narrative:
(B)(4)

Event description:
It was reported a remote merlin transmission revealed a nonsustained ventricular tachycardia episode not registered in the device electrogram. The cause for the device not storing the electrogram is unknown. No resolution to retrieve the episode was recommended. The patient condition is stable and will continue to be monitored.